Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that during surgery the patient underwent a surgery with a 4.5mm distal femur plate and a 4.5mm cortical screw. The screw was put in the plate and the head of the screw broke while tightening the screw in the plate so the shaft thread was left in the bone and the head of cortical screw broke 3mm from the proximal end. This complaint involves two parts. There was no harm to the patient and the surgery was extended four to five minutes. This report is 1 of 1 for complaint com-(B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(6). Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number was provided. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.